Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, an error code with 4-digit numbers was noted. The batteries were taken out and placed back in, but the pump could not turn on after. Subsequently, patient switched to back up pump to resolve the issue. No adverse effects were reported.